Manufacturer narrative:
The company rep verified the entries in the fault log. He replaced the suspected drive manifold assembly (part number 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an alarm "autofill failure and showing bimba purge failure". The pt was switched to another iabp and therapy was continued. No pt injury was reported.